Event description:
It was reported the gastrointestinal videoscope experienced a scope communication error code b30 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: error code (e216). A root cause could not be identified. Based on the results of the investigation, a probable cause of the e216 scope communication error is due to fluid ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.